Event description:
Pt developed biofilm infection of right tmj prosthesis secondary to acute parotiditis infection (staph aureus, coag negative). Device was present x 12 yrs and functioning well. Deice was well integrated. No evidence of device failure.